Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), and non-penumbra stent retriever device. During the procedure, the physician completed one pass using the neuron max, jet7 and stent retriever device. It was reported that while removing the jet7 and stent retriever device as a unit through the rotating hemostasis valve (rhv) of the neuron max, resistance was felt. After removal, the stent retriever device was retracted back through the jet7. While attempting to re-advance the jet7 into the neuron max, the physician noticed that the tip of the jet7 was bent and the jet7 would not advance; therefore, it was not used for the remainder of the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) and the same neuron max and stent retriever device. There was no report of an adverse effect to the patient.